Event description:
The customer reported the port is loose and video is cut off from the screen during a diagnostic ureteroscopy procedure involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.